Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized. The patient's mother stated that she was in "bad shape" but did not provide details about the event. It was also reported that the cannula was bent. It is unknown how the patient was treated for this event. Three follow ups were attempted but no new information was provided.